Manufacturer narrative:
The accessory was not returned for evaluation, therefore the root cause of the customer reported failure mode could not be determined.

Event description:
It was reported that toward the end of an appendectomy procedure, the monopolar curved scissors instrument tip cover accessory slid off the monopolar curved scissors instrument and fell into the pt. The tip cover was retrieved and placed back on the instrument to successfully complete the planned procedure without significant delay. Upon completion of the procedure, the tip cover accessory was discarded by this site. No pt harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it related to this event. #2955842-2007-00376.